Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot with internal quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1009983, test base part number 190-430 / lot 1009983. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1009983 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue however, it could possibly be related to the specific patient sample. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2020 on a direct tested throat kitted swab. Repeat testing was not performed. Confirmation testing on throat swabs at an external laboratory using pcr platform generated positive results; CT value = 24. The confirmation pcr test was repeated and generated positive results; CT value=27. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result leading to a community hazard by further spread due to lack of early containment measures, such as isolation and the increased risk of complications, this incident shall be considered reportable.